Manufacturer narrative:
The defective components were returned to the manufacturer on 15 mar 2023 for the further invstigation. The results of the analysis will be provided upon completion of the manufacturer evaluation.

Manufacturer narrative:
It was decided to return the defective components for the investigation to the manufacturer. The shipment is in process.

Manufacturer narrative:
Investigation is ongoing. The follow-up will be provided within next report.

Event description:
Arjo was informed about the incident involving the maxi sky 2 ceiling lift. Following the information provided, when a patient was being re-positioned using a lift, the device made abnormal noises and dropped the patient into bed several inches. The patient did not sustain any injury. After the event an arjo representative visited the customer to conduct the device inspection. The service technician informed that the most likely cause of the reported incident was related to the lift's transmission assembly malfunction.

Manufacturer narrative:
The process of collecting and analyzing information is ongoing. The follow-up will be provided within next report.

Manufacturer narrative:
The ceiling lift was returned to the manufacturer for a detailed investigation. The visual inspection revealed that the motor mounting screws were loose, causing vibration of the motor. This slight movement may have caused an incomplete disruption between the shaft of the motor and the first stage gear as evidenced by traces of white flake and abnormal noise reported. The most possible cause was under-tightened screws. During the device evaluation, also the emergency brake (a feature that would stop the sudden lowering of the strap) was tested and was found fully functional. Due to limited information provided by the customer, it was not possible to determine whether the emergency brake was engaged at the time of the event. To summarize it up, the malfunction of the device occurred during transfer of the patient. As per the information gathered, the lifting strap unwound itself so maxi sky 2 ceiling lift was not up to manufacturer¿s specification. The complaint was deemed reportable due to the allegation of unintended, fast dropping of a patient during a transfer.